Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The evaluation found a damaged drive coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014. Prior to the start of the procedure, the shaft for the device broke while attaching a disposable. It was not reported how the case was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.